Event description:
This event is considered reportable based on the engineering evaluation. A vaxcel pasv PICC line was placed for therapeutic purposes. It was originally reported that upon positioning and withdrawal of the .018 guidewire, the physician felt resistance and the wire was found to be unravelling at the distal end. Engineering eval in 2005 reported the fracture of the core wire.